Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn/punctured. The audio bolus button responded appropriately to button presses despite the button cover damage. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.